Event description:
The patient reportedly experiences sound quality issues and decreased speech understanding with use of the cochlear implant. Extensive programming changes were made, and external equipment has been exchanged. The center will pursue device revision surgery.